Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline 300cc breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the posterior view, measuring approximately 0.2 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number is not available, therefore the manufacturing record evaluation could not be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two unspecified saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with a 450cc mentor memorygel left breast implant and a 500cc mentor memorygel right breast implant on (B)(6) 2021. This medwatch form is for the left breast prosthesis.